Event description:
A report was received that the patient was experiencing spasm at legs and pain at ipg site. The battery discharge and charge profiles were observed and revealed no anomalies. The cause of the spasms and pocket pain could not be determined by the database analysis (db). The device appears to be working as expected. Injection was given to the patients ipg site.